Manufacturer narrative:
The received device had the cannula assembly deployed and the needle failed to retract. The formed needle was not seated in the slide retract when the pod was opened, and flash was found in the groove of the slide retract. The pod was redeployed without issue. The external soft cannula was bent at the tip of the formed needle, but this did not prevent fluid from flowing through the path. A small crack was found in the housing, but this did not affect the pod's ability to deliver insulin. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not retract when the pod was activated; this indicates a needle mechanism failure occurred. The pod was worn for longer than 48 hours and there was no reported impact to patient's blood glucose levels.